Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-oct-2014, UDI#: (B)(4), product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient who was implanted with an implantable neurostimulator (ins). It was reported that high impedance for contact 1, 8 and do not use contact 2. No known reason. Manufacturer representative reported they ran an impedance check and it showed avoid 1, 8 and do not use contact 2. Patient was programmed around contacts and patient had great coverage now. Issue was resolved. No further complication reported and/or anticipated at this time.